Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The dso seal was replaced. The event history log was downloaded. Functional testing was performed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found a damaged downstream occlusion seal.